Manufacturer narrative:
(B)(4). Date sent: 10/21/2020. D4: batch #u5d72h. Investigation summary the analysis found that one plee60a device was returned with no apparent damage and with one gst60b reload (a) fully fired and loaded on the device. Additionally, two gst60ws (b & c) and six gst60bs (d,e, f, g, h & I) reloads were present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was complete and the staples met the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction, such as a clip, is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided, therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, stapler had multiple malformed staples. It is unknown how case was completed. No patient complications.